Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the patient¿s new lead had high impedances throughout with one fractured contact at electrode 14. The hcp noted that the patient was not using the implantable neurostimulator (ins) and had opted for intrathecal trial of opiates. There were no further complications reported or anticipated.